Event description:
Event description cpi received information that this ventak mini implantable cardioverter defibrillator (ICD) displayed a memory fault code and could not establish telemetry. The physician elected to explant the ICD and transvenous defibrillation lead. A new system was successfully implanted.